Event description:
Boston scientific crm received information that this lead exhibited non-capture with high impedance and high threshold measurements. During a revision procedure, the atrial lead would not accept a stylet and was noted to have insulation damage. Both atrial and ventricular leads were explanted. There are no adverse patient effects were reported. The implant date was not made available.